Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device started and stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running in the locked position and had unintended motion. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was running in the locked position, had a damaged wire, component damage, and unintended activation/motion. It was further determined that the device failed pretest for no short circuit between 5vdc line and connector body, and safety assessment. It was noted in the service order that that during an unspecified surgical procedure it was observed that the motor device started working and then stopped working. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.